Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting in the submandibular region with unknown applicator(s) and may have developed paradoxical hyperplasia in the treated areas. It was reported that corrective liposuction surgery was performed six months after the coolsculpting treatment.

Event description:
Allergan aesthetics received additional information that the patient was treated to the submental in 2018 and presented with paradoxical hyperplasia (ph). The patient underwent corrective liposuction on (B)(6) 2018.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: a4, b5, b7, d4, e1, e3, g2, h6. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 11/23/2021.

Event description:
Allergan aesthetics received additional information that the patient was treated to the submental in 2018 and presented with paradoxical hyperplasia (ph). The patient underwent corrective liposuction on (B)(6) 2018 and (B)(6) 2020.